Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was in the peripheral area of the left upper lobe close to the pleura, fissure, and lingula. The procedure was completed as planned with no delays. A chest x-ray was taken after the procedure which detected a small pneumothorax, the patient was asymptomatic, and a chest tube was placed to resolve it. The chest tube was removed once the pneumothorax resolved, and the patient was sent home after one day of hospital stay. The physician believed the pneumothorax was not ion-related. The pneumothorax was attributed to the target nodule's peripheral location, and that it was near the fissure. There was no device malfunction associated with the event.